Manufacturer narrative:
Additional information received indicates that this ipg met normal longevity based on the patient's program parameters and physician input therefore this event is no longer reportable.

Event description:
Additional information received indicates that this ipg met normal longevity based on the patient's program parameters and physician input therefore this event is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this issue occurred prematurely. Surgical intervention may be pending to address this issue.